Manufacturer narrative:
The following devices were also listed in this report: primary tritanium hemi cluster hole cup 54mm; cat# 502-03-54e; lot# unknown, 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# 9x15xw, 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mmkk26, delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 51967902, accolade tmzf hip stem #3; cat# 6020-0335; lot# 49980006. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and stated that she had a right hip replacement on or about (B)(6) 2015. She has been experiencing pain, her hip has been making popping noises, she walks with a limp, she has been experiencing back pain and when she sleeps on her right side, the pain is so intense it wakes her up.